Event description:
The proximal foot of the single evctor distractor disengaged prematurely, pt was implanted in 2003 and was about 50% complete. Surgeon was able to re-attach the foot and the distractor was left in place.